Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device related to this incident, the field service engineer (fse) identified that the uninterruptible power supply (ups) battery had failed, which prevented the device from powering on. The fse temporarily bypassed the battery to restore power. After replacing the battery, the ups faulted and tripped the fuses when plugged in, so a replacement ups was planned. The user also reported communication issues with health sight viewer (hsv), stating that the station had stopped communicating and required re-imaging. The station was re-imaged and configured; however, the device failed to detect the drawers on the bus. To address this, the fse initiated a clean disk to clear hard drive space, then re-imaged and configured the station again, but the issue persisted. Multiple attempts were made to contact the field service engineer (fse) to obtain further information. Additional information would be documented once it was received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis was completely shut down, and the station would not power on despite being plugged in. The ems would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.